Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital for heart failure symptoms with lower extremity edema. The patient did not experience any fever, chills or cough. The patient's lactate dehydrogenase at admission was over 400 u/l and later decreased to 200 u/l. While the patient was evaluated by the heart failure cardiology service, he suddenly ""felt unwell". Device interrogation revealed high power consumption and low pulsatility index. An echocardiogram revealed that the patient's aortic valve was opening with every beat during a ramp study and acute pump thrombosis was suspected. A computed tomography scan was planned; however, due to the patient's unstable condition the scan was not performed. The patient was moved to the coronary care unit, intubated immediately, and administered dobutamine. On (B)(6) 2015, the patient's pump was exchanged. Additional information was received from (B)(6) stating: lvad pump thrombosis. Additional information was also provided: did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs and symptoms: abnormal pump parameters. Thrombus event: intravenous anticoagulation. Event confirmed: yes. Malfunction component: pump. Malfunction component: pump: pump body. Device malfunction: yes. Patient outcome: exchange. Device malfunction causative factor: no cause identified.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Analysis of the sealed inflow conduit, the sealed outflow graft, and the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the pump upon disassembly revealed denatured depositions of blood within the inlet stator and outlet stator, as well as on the body of the rotor. Although a root cause for the development of the observed depositions could not be conclusively determined through this evaluation, the hard, grainy texture of these depositions suggests that there was poor surface washing throughout the pump, likely due to a low flow event. It should be noted that flow is an estimated value that is calculated from power. The presence of these depositions within the pump would have contributed to the reported event. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.